Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2015. Excessive vault was reported, the lens was exchanged for a smaller lens on (B)(6) 2015, and the problem was resolved.

Manufacturer narrative:
The lens was returned in liquid in a lens case/vial. Visual inspection found no visible damage to lens and foreign material on lens surface (liquid). (B)(4).